Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported on the freestyle libre sensor. Customer received low sensor scan results compared to readings obtained on another adc blood glucose device. Customer experienced dizziness and a loss of consciousness and was able to self-treat with juice. No third-party treatment was reported. There was no report of death or permanent injury associated with this event.